Manufacturer narrative:
All of the buttons functioned properly. However, a corroded keypad was found. There was no button error alarm during testing. The unit had a cracked reservoir tube lip, a cracked case near display window corners, and cracked on the display window. (B)(4).

Event description:
The customer called in to report a keypad anomaly during a bolus. The customer's blood glucose level was 197 mg/dl. The customer received a replacement device and agreed to return the product for analysis.